Event description:
Accolade stem shows signs of loosening and tritanium cup has radiolucent line on x-ray. The surgeon removed the implant using the accolade removal device. A competitor stem was implanted as planned.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.